Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there were low pump flows, noted by the active suction alarm. There is insufficient information on what was done to resolve the low pump flow as the complainant was unsure of the volume status and there was no swan-ganz catheter to monitor further the issue. It was noted that the patient's blood pressure was low during the lower than expected pump flows, despite being maxed on multiple pressors. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.